Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the lifevest. The patient reported itchy, small red bumps underneath all three therapy electrode pads. On his back, the patient developed single blisters, each 0.15" in diameter, around the red and yellow ECG electrodes. One blister was open and oozing while the other was closed. The patient reported wanting to apply over the counter "bepanthen" ointment. The patient was educated on proper device assembly and care by the distributor support services. Multiple follow-up attempts were unsuccessful and the patient's medical outcome is unknown.